Event description:
It was recorded in the pt's medical recoreds a 6f angio-seal device was deployed in the right femoral artery in 2002, following a left heart catheterization done following an abnormal nuclear stress test. There were no reported complications during the procedure. Results of the left ventricular function. Post-procedure, distal pulse were unchanged from the pre-procedure assessment. There was no bleeding, oozing or hematoma. The pt tolerated the procedure well and met discharge criteria. Approximately two and a half years later the pt complained of right groin pain. According to the medical records, a CT scan of the pelvis with contrast confirmed the presence of a radiopaque tubing in the subcutaneous fat of the right groin. About one month later surgery was performed. Dissection was carried into the area above the inguinal ligament and a large, hard plastic-like mass was excised, photographed and sent to pathology. Pathology confirmed a white synthetic tubing with attached benign adipose tissue. The white tubing was a 1.7 x 0.7 cm segment of white, rubber tubing. The user was not angio-seal certified at the time of deployment; however they were in training for certification.